Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, the operator used 6f-7f mynx control vascular closure device (vcd) after the percutaneous transluminal angioplasty (pta) procedure, but when the device was inserted and pulled back after inflation, the balloon burst and failed. There was no reported patient injury. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed with the stopcock open. The sealant was observed partially deployed and exposed to blood. The procedural sheath and the syringe were not returned with the device. Per functional analysis, the balloon of the returned device was inflated with water, and pressure was maintained with proper functioning of the inflation indicator. The inflated balloon diameter was verified and noted to be within specification. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon loss of pressure¿ was not confirmed during analysis of the returned device. The exact cause of the reported vent could not be conclusively determined. Based on the information provided and the product analysis, it is not possible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Without a lot number, device history record (DHR) review cannot be conducted. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the operator used 6f-7f mynx control vascular closure device (vcd) after the percutaneous transluminal angioplasty (pta) procedure, but when the device was inserted and pulled back after inflation, the balloon burst and failed. There was no reported patient injury. The device is expected to be returned for analysis.